Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient is experiencing pain and their healthcare provider (hcp) keeps telling them to increase stimulation even though the manufacturing company tells them to decrease. Patient was on program 1 for one week and kept increasing stimulation because the hcp told them to. Patient was on 8.3v and it was hurting a lot. Patient switched to program 2 and reported feeling a strong flickering, but also feels a "hot needle" pushing up in their anus area. Patient feels a "jab of pain" when getting into a car and states it is always with them. This sensation is felt unless stimulation is turned down. If the patient increases even 2/10, they experience "noticeable hurting." Therapy and stimulation expectations were reviewed. It was also reviewed that stimulation should not be uncomfortable or painful. It was recommended to follow up with the hcp if the pain symptoms persist. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.